Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, at 10:30 am, the patient was eating when she experienced a fast heart rate, vomiting, shakiness, blurred vision, and confusion. The patient¿s cgm alerted for an urgent low and displayed 55 mg/dl. A bg was performed which was 220 mg/dl. While speaking with a friend on the phone, she became unresponsive. Her friend went to the patient¿s house and found her unresponsive. Emergency medical services was called, transported the patient to the hospital where the patient was treated with unspecified IV fluids. Blood tests and an x-ray were performed as the patient reported neck and back pain as a result of her fall when she lost consciousness. The patient was released from the hospital after seven hours. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.